Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilation. However, on initial inflation at 8 atmospheres for few seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.